Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample associated to this report is not expected to be returned for analysis. Information has been added to the database for trending purposes.

Event description:
Customer reported that the sensor caused skin reactions on the patient. The patient was post open heart procedure and had a blood clotting factor viii deficiency. It was reported that the patient was on a ventilator for more than three days and that the use of the sensor was stopped as a result of the reported skin reaction. The skin was treated and no additional harm to the patient was reported.